Event description:
The service report shows that the customer reported that the ventilator stopped cycling while in use on a patient. The respiratory therapist was present at the time and successfully removed the patient from the device. There are no report of any patient harm or injury. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.